Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of damaged intraocular lens (iol). It was not implanted. The defect was noticed before implantation. There was no patient contact and impact. Additional information has been requested, received and stated damage to the lens occurred at the time of implantation.